Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had migrated into the patient's breast. The pocket was revised and the device was repositioned. The patient condition was well.